Event description:
While MRI tech was preparing patient for exam, injector delivered contrast prior to correct time and without assistance. Problem was noticed when the injector beeped, indicating injection complete. Was unable to perform exam and patient was sent home with instructions to return the next day.====================== manufacturer response for injector, contrast, smr======================medrad sent service rep (same day), identified hand switch cable as defective, and replaced next day.